Event description:
It was reported that the patient experienced a shocking or jolting sensation over his whole body with different positional changes. He had experienced the shocking sensation since the implantable neurostimulator (ins) was replaced due to normal battery depletion. Impedance measurements were as follows: c/0 690 ohms; c/1 452 ohms; c/2 690 ohms; c/3 452 ohms; 0/1 690 ohms; 0/2 690 ohms; 0/3 690 ohms; 1/2 452 ohms; 1/3 70 ohms; 2/3 452 ohms. A short was suspected on 1/3; however, the patient's programming did not include the short. The patient was programmed to c+ 0- on the left side. The patient underwent a revision on (B)(6) 2012. During the procedure, the ins was disconnected from the extension and cleaned ensuring there was no fluid in the header. The extension was then reconnected; however, this did not resolve the out of range impedance values. The extension was not replaced and no other diagnostics had been performed. The patient was going to be seen at the surgeon's office. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748266, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension; product ID 748266, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension; product ID 7436, serial# (B)(4), product typ programmer, patient; product ID 3387-40, lot# j0519702v, implanted: 2005 (B)(6), explanted: product typ lead; product ID 3387-40, lot# j0519702v, implanted: 2005 (B)(6), explanted: product typ lead. (B)(4).